Event description:
The manufacturer was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a perceval valve model pvs27 was implanted and explanted on the same day on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.